Manufacturer narrative:
The ventilator was investigated on site and an o2 gas module was replaced and returned for investigation. The reported flow transducer test in pre-use check was reproduced during test of the returned goods in a reference ventilator. There was found that the oxygen gas module had a malfunction in the electronics that are responsible for the regulation of oxygen gas flow. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. The failure was confirmed in received device logs. We could trace back the reported problem to (B)(6) therefore the date of event was determined as (B)(6) 2018. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator failed the flow transducer test during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).